Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the preventative maintenance check, and it was over temping. No patient harm was reported due to this event.

Manufacturer narrative:
D9: date returned to mfg.: 1/21/2025. H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿failing pm check, device was over temping¿ was confirmed. The cause was due to contamination on the main board. Replaced main board also replaced return tube and membrane switch per remediation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.